Event description:
A maestro straight m attachment was sent via marketing for eval, and during testing conducted at the MFR by a service tech, it was found to be overheating. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. Additionally, the nose bearing was gritty, and the lock collar difficult to turn.